Event description:
Additional information was received indicating the event was resolved by reprogramming the device.

Event description:
It was reported that, during a remote follow-up, episodes of post paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended programming to resolve the event. No intervention has been performed at this time. The patient was stable.